Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
A complaint database search did not show any additional reports against the supplied lot codes. The investigation could not draw any conclusions based on the newly supplied information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because of osteolysis, poly wear and loosening of the tibial tray and patella.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.